Event description:
It was reported that the usb cable became bent, and could not be used to charge the pump. Customer's blood glucose (bg) level was 127mg/dl. A replacement cable was sent to the customer to address the issue.

Manufacturer narrative:
Device not returned.